Event description:
As reported by the customer, they are experiencing air leaking into an 8cc angiographic syringe. There was no report of complications to the pt. It was indicated that the used syringe will be returned for eval.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for eval, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B) (4).